Manufacturer narrative:
Customer returned freestyle blood glucose monitor. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. The blood glucose result of 313 mg/dl as reported by the customer in 2007 was identified in the meter's internal log. There were no blood glucose results present in the meter's internal log on eight days earlier. All recorded readings since june of 2007 are greater than 200mg/dl. At this time, the cause of death is unknown, and there is on evidence that the meter's performance caused the patient's death. A follow-up report will be filed once further details of the event are known.

Event description:
Customer's daughter reported that her father was receiving inaccurate readings on his freestyle blood glucose monitor in 2007. Customer experienced loss of muscle control, light-headedness, and nausea. The paramedics were called and the customer was taken to the health care facility where he was diagnosed with diabetic ketoacidosis. Treatment to stabilize blood glucose is unknown. Customer's daughter also reported receiving a reading of 313 mg/dl on eight days later and that a lab drawing was performed. The exact lab glucose result is unk nor is it known if the lab sample was drawn within ten minutes of the freestyle reading. However, the daughter did report that the lab blood glucose reading was higher than the reading from the freestyle meter. During a courtesy follow up call from customer service on 10 august 2007 abbott diabetes care (adc) received information that the customer had passed away approximately 25 days after the reported event. When asked if the death was related to the customer's diabetes, the daughter stated that it is unknown at this time. An investigation into the details of the death is in process.